Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced high and low readings, prime/fill anomaly and damage to the insulin pump. The customer's blood glucose reading was 200-400 mg/dl. The customer stated that they were unable to exit preparing to prime loop. The customer reported a crack where the reservoir locks in. The customer declined to troubleshoot for high and low readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly noted. No rewind anomaly noted. All buttons functioned properly. No damage was noted on the keypad traces. The keypad connector on the lcd was locked. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.